Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient complained about five extended infusion sets that did not last 7days. No further information available.